Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Investigation found that the computer was received with the hard drive removed. Installed new hard drive and no errors were found during testing. The computer passed all required testing. Physical damage failure mode due to missing pieces found. However, it is unlikely the removal of the hard drive caused the issue. It was most likely taken out of the computer to protect patient information. Since the hard drive was removed from the computer there was no way to determine what caused the specific reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Due to the intermittent functionality, the representative resolved the reported issue by replacing the computer for the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the navigation system displayed that no video display was present on the main display. A medtronic representative reported that the issue occurred intermittently on both screens of the navigation system. No additional information was provided. There was no patient present when this issue was identified.